Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the hospital with ketoacidosis. The hospital treated the patient with a perfusor and novorapid insulin. The patient was discharged from the hospital on (B)(6) 2020.